Event description:
The customer reported that during a laparoscopic right colectomy, the device was not sealing properly and the patient lost 400cc of blood. End tones, indicating a completed seal cycle, were heard and no re-grasp alarms were heard. Patient status is reported as recovered.

Manufacturer narrative:
(B)(4). Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation and visual inspection found no defects. The customer reported that the device was not sealing properly. The reported condition was not confirmed. The device was visually inspected and passed. The device arrived with eschar on the jaws, seal plate, as well as within the blade slot. This is consistent with a device having been activated multiple times on tissue. The device was functionally tested and the lever, trigger, rotation wheel, jaws, and knife functioned properly. Continuity test was performed and passed. Jaw gap was measured and passed. Cut test on cut media was performed and passed. Power curve testing was performed and passed at all levels. Jaw force was tested and passed. The device was plugged into a force triad generator with the generator set at 2-bars. Full thermal effect per cooking and steam was visually verified when tested on simulated tissue. Full thermal effect per cooking and steam was visually verified when tested on varying sections of porcine renal tissue. The reported condition could not be duplicated. The device functioned as normal. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations.